Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an unknown surgery with the cup. The surgery was completed successfully without any surgical delay. The unknown implant seems to be aml plus. The cup dislocated, and the stem itself was not loosened. Therefore, a revision surgery will be performed. More details will be reported as soon as they become available. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The primary surgery date is confirmed as (B)(6) 2005. On (B)(6) 2022, the revision surgery was performed due to implant migration. The aml plus, the shell, the head, the cup, and the liner were migrated. In the revision surgery, the cup and the head were replaced. The stem was not loosened so that the surgeon left the stem. The revision surgery was completed successfully and confirmed by x-rays.